Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings between 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl or greater than 500 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. All results were not within range specification. No errors were observed during control solution testing. The reported meter was also tested using retained test strips and all results were within range specification. The reported test strips were investigated using a retained meter and all test results were within range specification. The reported meter was sent for further investigation and de-cased. During visual inspection, liquid contamination was observed in the test strip port. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.